Manufacturer narrative:
(B)(4) batch #: t5dk6v. Component code = mechanical (g04). Additional information was requested but unavailable: can you please explain in more details how the ¿stapler failed during use¿? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If the device stapled, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)? If a different issue occurred, please provide details. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired, with the swing tab in the locked position and the forks were broken off, making the reload nonfunctional. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. The forks pieces were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, stapler failed during use.